Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The set was reported to have leaked. There was no pt harm or medical intervention. The customer sated that no further pt/event info is available.